Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The symptoms resolved almost two months after the date of onset.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips and nasolabial folds with a syringe of juvéderm ultra¿ xc. Two days later the patient presented "bumps all over the injection site and an occlusion". "It appears as if the inflammation from the nodules and edema caused the vascular obstruction". The patient was treated on the next day with hylenex 300, cephalexin, prednisone, asa 325, and nitropaste. The treatment was necessary to prevent permanent damage. The patient was taking concomitantly blood pressure medication, amlodipine. The symptoms have not resolved.